Manufacturer narrative:
Patient information is unavailable. The device was returned and evaluated by a cross functional team. The evaluation determined there was no outer damage to the entire length of the device. It was also noted that a tuohy-borst was returned with the device, attached to the guidewire port of the bridge luer. A guidewire was inserted through the guidewire port at the proximal end of the device. The guidewire passed through the device without any notice of damage or blockages. Next, the team attempted to inflate the balloon, by attaching a syringe full of 58cc of water to the fluid port of the bridge luer. While attempting to inflate the balloon, water could be see leaking out through the proximal end of the tuohy-borst. The tuohy-borst was then removed but water could still be seen leaking through the proximal end of the guide wire port. The balloon was still able to inflate. Next the team attempted to draw the fluid back into syringe. While pulling back on the plunger, both fluid and air were being drawn back into the syringe. The air bubbles were noticed starting at the strain relief of the guidewire and fluid ports. Since both air and fluid was being drawn back into the syringe, the balloon did not deflate as intended. Further investigation occurred on 22 aug 2019 by injecting red dye into the bridge device to better visual where the air leakage was coming from. From the investigation, it appeared that the bubbles were coming just distally of the balloon port within the hub. This failure mode could have occurred during the process of skiving the catheter or during extrusion. Skiving the catheter is a process that is done by hand and there is a potential for the operator to knick the guidewire lumen to create a slit or pin hole between the two lumens. This is most likely a production process related issue.

Event description:
During a cardiac lead management procedure the spectranetics bridge occlusion balloon was inflated prophylactically. After the balloon had been inflated, when attempting to deflate it, bubbles of air were noted coming back into the syringe, indicating there might be some sort of break in the channel that was allowing air from an outside source, possibly the lumen of the balloon that the wire emerges from. The balloon was finally deflated after much difficulty and swapped for another unit. No harm to the patient occurred.